Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to corrosion at the metal-metal junction between the cobalt- chromium modular neck and titanium stem.